Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Although technical support provided instructions for resetting the pump and assisted the customer with this process, the malfunction persisted. Technical support offered to replace the pump, but the customer declined, expressing a desire to purchase a brand-new pump out of pocket and was directed to the renewals department.